Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
It was reported that the unit's touchscreen was unresponsive in the upper right portion of the screen. There was no patient involvement. The manufacturer's international service technician performed troubleshooting and confirmed the reported issue. The technician replaced the touchscreen and the issue was resolved.

Manufacturer narrative:
G4: 14jul2020. B4: 17jul2020. The replaced touchscreen assembly was returned for failure analysis. It was determined that the resistance measurements were out of specification which caused the touchscreen assembly to be unresponsive and cause the reported touchscreen failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 14jul2020. B4: 17jul2020. D4: UDI# (B)(4). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.